Manufacturer narrative:
Tandem's t:slim g4 user guide states: "do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected the luer lock connection when they went to shower instead of disconnecting at the site. The customer reconnected the tubing within 30 seconds of it being disconnected. The customer's blood glucose (bg) level was 297 mg/dl and it was addressed with a bolus via the pump. A follow up with the customer indicated that their bg level lowered to 291 mg/dl.